Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. A review of the event history log revealed "reload set!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a reload set. The cause of the condition was determined to be the upstream and downstream sensor being out of specification. The downstream sensor requires calibration and the ultrasonic sensor requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "intermittent air detect". This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.